Manufacturer narrative:
(B)(4). (No code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. It was confirmed by the customer that the fiber would not be returned for evaluation.

Event description:
It was reported that at 347,139 joules, while using the side firing surgical fiber during a prostate procedure, the aiming beam was observed to be firing straight out of the fiber and stopped working. It had been cleaned and properly cooled during the case. The procedure was completed with a second surgical fiber. Patient outcome: "ok."